Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro catheter and the patient experienced cardiac tamponade that required pericardiocentesis. During a watchmen atrial fibrillation case, a pericardial effusion was noticed in the patient. During ablation and while monitoring intracardiac echocardiogram, they had noticed "blood pooling" in the patient. The anesthesiologist had alerted them to the patient's blood pressure dropping. The medical intervention provided to the patient was a pericardiocentesis, and about 490cc of fluid was removed. Ablation was performed prior to noting pericardial effusion. There was no evidence of steam pop. The physician¿s opinion on the cause of the event was that it occurred during ablation and pericardial effusion is a potential complication during ablation. No biosense webster product malfunction claimed, and no error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).